Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.